Manufacturer narrative:
Conclusion the complaint cannot be verified. Result infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Adapter: no adapter was received; therefore, no investigation was possible. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device .was not returned.

Event description:
On (B)(6) 2014 patient's daughter-in-law reported patient experienced a leak in the infusion device system. Daughter-in-law stated the leak was from the machine toward the tube where the tube administers medication. On call back patient reported he has seen leaks in the infusion device system that cause elevated blood glucose readings. Patient stated he will typically find out about the leak because he can smell insulin, then he will test his readings and then most of the time his readings are higher than expected. Patient reported this issue has been going on for almost every infusion set for the past 2 months. Patient stated he has not had to week any outside medical attention. Patient reported the leak is coming from the connector of the tubing to the adapter. Patient stated the insulin leaks out of the pump and not into the cartridge chamber. Patient reported the last leak was noticed about 2-3 days ago. Patient stated the leak was noticed outside of the infusion device around the adapter; was unable to locate any breaks or tears in the cartridge or adapter or infusion set. Patient reported his blood glucose readings went up to the 300-400 mg/dl range. Patient's normal blood glucose range is 140-150 mg/dl. Patient stated he simply changes the infusion set tubing and then boluses via the infusion device. Patient reported that by changing the tubing, the leak stops for a few days but then occurs again with almost every infusion set he has used. Patient discarded the alleged infusion set. Patient reported using u500 humulin insulin in the infusion device; advised u100 is recommended. The patient did not report needing assistance from a healthcare professional or second party to address the issue. No product was requested to be return for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.